Event description:
Information was received from a patient who was receiving morphine (concentration 10 mg/ml, dose 3.5 mg/day) via an implantable pump for chronic low back pain and non-malignant pain. The patient thought the pump was alarming/beeping, a single beep that started on (B)(6) 2016, patient was refilled on (B)(6) 2016. Patient was not having any symptoms. The patient had tried calling her health care professional and there office was closed with no on call option listed for patient to reach her health care professional over holiday weekend. The manufacturing representative also reported that a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event log indicated that motor stall occurred and recovered on (B)(6) 2016. The health care professional (hcp) and patient could not identify any electromagnetic interference sources that could have caused the stall. The hcp was planning on monitoring the patient for now as the stall recovered and pump was currently running. If the stall was to occur again without cause, they would consider pump replacement. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.